Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the device confirms severe damage to the tip of the shaft. Also the tip is missing pieces which were not received with the unit. The probable root cause could be user mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip was damaged.

Event description:
It was reported that the tip was damaged.